Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was worn out and motor axis was out of order. It was further determined that the housing was out of order and motor power was too low. It was further determined that the device failed pretest for air leak, attachment coupling, marking and labeling and general condition, check the power with test bench: min. 110 to 160 w, and check function of soft mode switch (safety system). It was noted in the service order that the device had a lack of power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.